Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 years post initial right side tka, the 83 y/o male patient presented with pain and instability, and experienced stiffness and underwent manipulation. Patient range of motion (rom) 5-90. Patient had a revision and pathology results from examination of devices indicates that right tibia soft tissue (excision) with marked foreign body giant cell and histiocytic reaction. Synovitis with degenerative changes focal histiocytes within marrow cavity, tibial insert shows extensive delamination and fragmentation and other prosthetic knee components are grossly unremarkable, x-rays received.

Manufacturer narrative:
(H3) as reported, approximately 7 years post initial right side tka, the 83 y/o obese female patient presented with pain and instability, and experienced stiffness and underwent manipulation. Patient range of motion (rom) 5-90. Patient had a revision and pathology results from examination of devices indicates that right tibia soft tissue (excision) with marked foreign body giant cell and histiocytic reaction. Synovitis with degenerative changes focal histiocytes within marrow cavity, tibial insert shows extensive delamination and fragmentation and other prosthetic knee components are grossly unremarkable, x-rays received. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for instability cannot be conclusively determined; however it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition (obesity) that impacts the performance of the device. These devices are used for treatment not diagnosis.